Manufacturer narrative:
The failure mode is use error. The failure was an accidental event when handling the cap piercer blade during maintenance. Instrument, product labeling and maintenance instructions warns that the cap piercer blade is a sharp object and to handle with caution.

Event description:
The customer reported suffering a puncture wound while performing the cap piercer blade wick replacement on the unicel dxc 660i clinical chemistry analyzer during maintenance. Customer reported this was an accidental event and was wearing personal protective equipment (gloves). Customer received medical treatment due to the potential exposure to blood borne pathogens.